Manufacturer narrative:
Section a: patient information not yet provided. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) with a driveline communication error at 1300. The patient changed their system controller then drove to ER. Log files were submitted for review. The log files captured driveline communication faults on (B)(6) 2025. Also, they noted that the system controller was exchange on (B)(6) 2025 in the log files. The replacement resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication alarm was confirmed via log file analysis. On 21dec2025 at 13:47:50, a driveline communication fault alarm activated due to a communication b fault. The alarm did not resolve before the driveline was disconnected at 13:55:48, consistent with the reported controller exchange. The driveline fault alarm did not affect the controller¿s ability to operate the pump at the set speed. The heartmate 3 system controller was not returned for analysis. Provided information stated that the controller exchange resolved the event. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU (doc rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use (rev. D) section 2-¿system operations¿ explains how to replace the system controller. The IFU cautions the need for having a caregiver present during a system controller exchange. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.